Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep. Packing part of trocar came off when the balloon was being removed. New device was used. Operating time was not extended. Additional information requested via email.